Manufacturer narrative:
Additional information was received that the patient was prescribed an antibiotics and underwent an explant procedure. It was also reported that the midline incision got infected. The physician believed that the infection was not device nor procedure related. The patient did not show up to every postoperative appointment so the staples were left in too long. The patient was doing well postoperatively. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 20713700, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing an infection at the ipg site. Pain was also noted.

Event description:
A report was received that the patient was experiencing an infection at the ipg site. Pain was also noted.